Event description:
While performing a follow up on this device, reporter noticed that the device was displaying the battery status as eri with a magnet rate of 80. The current measured battery voltage is 2.69v and battery imepedence of 3.4kohms. While looking through the pts chart, he noticed that the eri notification had been reset on two previous occasions. The physician was informed of this and decided to schedule this device for a replacement.